Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) device. This occurred during the last cycle of therapy and before the last ¿injection¿ was done. Patient connection at the time of the alarm is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.